Event description:
Covid vaccine administration kits provided by cdc have a variety of issues during preparation and administration of vaccine: smith's medical hypodermic needle-pro and chengdu xinjin shifeng medical apparatus & instrument co., ltd: these needles have a protection device, but the needle can separate from the device. Yangzhou medline industry co. Disposale syringe without needle (luer lock tip) and medline industries inc. Luer lock disposable syringe without needle - measurements printed upside down at times, screw-top connection sliding off of needle, not connecting and vaccine leaking. Submission ID: (B)(4).